Manufacturer narrative:
Updated: b5, d10, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the sub-water supply channel could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed due to observed leaks from the up/down knob and scope body, it is possible that proper reprocessing could not be performed. The issue may be prevented by following the instructions for use sections below: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing survey info: did the customer clean, disinfect, and sterilize the device before sent it to olympus? Yes. Do you have any idea about what the foreign material is? No. Was there any delay in the start of precleaning? No. Did you flush the air/water nozzle with water and air? Yes. Were there any abnormalities in the accessories used for reprocessing? No. Did you immerse the endoscope in the detergent solution? Yes .have you wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges? Yes. Did you flush the air/water nozzle with the detergent solution? Yes. Are there any other concerns about the reprocessing? No. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported by the customer: the event occurred during a diagnostic gastroscopy procedure. The procedure was completed without delay using the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to corrosion on the electrical connector, there was a noisy image; due to damage on the up/down knob and a crack on the scope body, water tightness was lost; due to the adhesive peeling on the distal sheath, the insulation resistance value at the distal end did not meet the standard value; the grip, right/left knob, switch box, scope connector cover unit, and the objective lens were scratched; the connecting tube had buckling; the universal cord had a wrinkle; the air/water cylinder had discoloration and the maximum number of cumulative uses of the scope had been reached. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had image distortion, lines in the image. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, the probe cover, jet tube, nozzle and gap between the distal sheath and the distal sheath glue had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.